Manufacturer narrative:
A service report completed 02/15/2019 indicated that the relax+ table used by the customer was in compliance with dornier specifications. The dornier relax+ table could not be the root cause of the patient incident if it was used correctly. It is likely that staff positioned the patient on the incorrect side of the table causing the patient to fall off the foot extension damaging the drain bag assembly. The new drain bag assembly was replaced and installed on 02/14/2019. The dornier district service manager then trained the urology staff on proper use of the relax+ table on 02/14/2019. No fault with the device as manufactured. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
"Patient fell off table."